Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda resulting in tr, as noted by the physician, is related to patient conditions and due to thin leaflets and lead in the proximity of grasping area. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on 09 august 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported. The next day, 10 august 2025, during a follow-up transthoracic echocardiogram it was determined that a single leaflet detachment (slda) occurred and the clip was no longer attached to the leaflet. The tr increased to grade 4.